Manufacturer narrative:
Internal reference number: (B)(4). H10: smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported that during tka surgery, the front edge of a gii ps hi flex isrt tr s5-6 9 got chipped off. The piece chipped off when they tried to remove the trial when it was in the patient. The chipped piece stayed attached to the kocher, surgeon grabbed it with so it didn't fall in the patient. Surgery was resumed without any delay with the same device since they took the trial out and they were ready to cement so didn't have to use it again. Patient was not harmed as consequence of the problem.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned trail reveals multiple scratches, burrs, gouges and pieces chipped off the device. This device show significant signs of wear and use. A review of complaint history based on the historical data revealed similar event for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.